Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 536 mg/dl. Customer stated that insulin pump had multiple pump error alarms and failed battery alert. Customer was able to clear the alarms and able to complete rewind process. Self test was performed and it was passed. Customer had cancer and not feeling well. Troubleshooting was completed. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.